Event description:
This device was returned with a (B) (6) warranty claim form from biotronik rep (B) (4). Per warranty claim form, this device is possibly at premature eri. Per biotronik rep (B) (4), this pt was not happy with the device and had a physician remove the system and replace it with a competitive system. Cylos dr-t, (B) (4) MDR 1028232-2010-00167. Elox p 45-bp, (B) (4), MDR 1028232-2010-00169.